Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set detached from the patient's body immediately after insertion. This issue occurred with two infusion sets from the same package.